Event description:
Bd vial access cannula was inserted into a vial to draw medication. When the needle was withdrawn from the vial, the blue blunt needle, the spike portion stayed in the vial but the remainder of the blunt access cannula separated and withdrew into the syringe with the medication. As the nurse injected the medication into the IV, the nurse noted that part of the blunt access cannula had withdrawn into the syringe. No harm to the pt. However, potential to harm if cannula were to go through the syringe and into the IV.